Event description:
A cartridge alarm 30 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Although the pump was out of warranty, technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.